Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, inratio2 2.2, lab 1.2. Patient self tester's therapeutic range is 2.0-3.0. Time between tests: less than one hour. Venous blood was used to test on inratio meter.

Manufacturer narrative:
Venous blood was applied on inratio meter. Using non-validated sample may lead to incorrect interpretation of inratio result. Data provided were not valid for comparison test. In-house therapeutic donor testing has been performed on reported lot 312522 on (B)(6) 2013. Results as follows: donor (B)(4), inratio 1.8, 1.8, 1.8, reference 1.65, bias threshold 1.05 - 2.05, %cv 0. Donor (B)(4), inratio 2.5, 2.6, 2.5, reference 2.52, bias threshold 2.02 - 3.02, %cv 2.28. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: non-validated sample was utilized on inratio meter. Data provided were not valid for comparison test. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on 08/19/2013, (B)(4) discrepant result complaints were reported for lot #312522 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.